Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced infusion set clip slid out of the housing for the site event on (B)(6) 2024.the blood glucose level was high at the time of event. No further information was available.